Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb).the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb.the ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.